Event description:
Voluntary medwatch received states that the patient presented with left ventricular lead that exhibited high capture threshold. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.